Event description:
It was reported that during a da vinci-assisted liver resection procedure, bleeding from the staple line was observed after a white sureform 60 reload was fired with a sureform 60 stapler instrument. The target tissue was the hepatic vein. The stapler fired with no reported errors. When the instrument's jaws were opened, the staple line was bleeding. The surgeon was able to oversew the staple line with minimal unexpected bleeding reported. No blood transfusion was required. The surgical team then opened a backup sureform 60 stapler instrument and completed the case robotically. No unplanned tissue removal occurred during the event. This was the first firing of the stapler instrument and there were no obstructions encountered. No clamping issues were reported prior to the stapler firing. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the white sureform 60 reload and sureform 60 stapler instrument for failure analysis evaluation. The white sureform 60 white reload was returned unused and unfired. There was no damage to the reload or its components. No product issue was identified. The sureform 60 stapler instrument was found to be fully functional. No product issue was identified. The logs for the stapler instrument used in this event were reviewed and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-12, lot #k10240808-0129) was installed on the system 1 time and fired 1 white sureform 60 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no relevant errors in the logs.